Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/27/2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached in the skin at the insertion site. Additionally, the patient stated that the sensor wire issue included bleeding at the insertion site. The sensor was inserted at the upper buttocks on (B)(6) 2017. No medical intervention was reported. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.